Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the asymptomatic patient presented in clinic for normal follow-up. Post-paced t-wave oversensing was observed. Patient was asymptomatic. Device was reprogrammed.